Event description:
The pt presented with breathlessness and altered valve clicks. She was on oral anticoagulation with a couple of initial suboptimal readings. The echocardiogram revealed a stuck valve with mitral stenosis, mitral regurgitation, pulmonary arterial hypertension and tricuspid regurgitation. The pt was hospitalized; thrombosis with streptokinase was successful and gradients were decreased. The pt is doing well with the existing valve.